Event description:
A laser technician reported suction loss during a procedure, before completion of the flap and the procedure was aborted. A second procedure was performed to complete the flap and the subsequent refractive procedure was completed. The pt was reported as doing well. No add'l info has been provided.

Manufacturer narrative:
The device history records were reviewed and the associated device was released based on acceptance criteria. The complaint history of the complaint class aspiration/suction issue for the system for the previous 3 months showed two other complaints. The complaint history of the product family was reviewed for the complaint class aspiration/suction issue for the previous month and showed six other complaints for other lasers. The log files could not be reviewed because the exact date of surgery was not provided. The site contact stated on behalf of the surgeon that they felt these issues were related to using a new system, and were not complaints with the laser. The root cause is user misuse, related using a new system. (B)(4).